Event description:
Paramedics responded to a person rptr stated as "near dead". The pt was transported to the facility's emergency dept where the device was connected to the pt and a countershock administered. According to the rptr, the device did not transfer energy to the pt. This opinion was based on the lack of expected pt muscular reaction to the countershock. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability.